Event description:
Facility stated the head hi/low was drifting down. No injury reported.

Manufacturer narrative:
Technician found the head hi/low was drifting down. Fast drift. Provided part # for valve replacement. Replaced the trend valve to resolve this issue.